Event description:
During a ti sternal locking plate procedure, the surgeon was inserting one of the 20 mm self drilling locking screws. As the surgeon exerted pressure to lock the screw into the plate, the screw head went through the plate hole and did not lock into the plate. The surgeon removed the screw. He replaced it with another screw and inserted it into a different screw hole and completed the procedure with no further problem.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The device was returned and the investigation is ongoing.

Manufacturer narrative:
Device used for treatment and not diagnosis. Slight deformations visible at the screw head. The relevant dimensions at the screw head were checked and it was found that they are not according to the specification. We assume that this deviation is manufacturing related.